Event description:
It was reported that the right ventricular (rv) lead was difficult to position due to patient anatomy. The atrium was enlarged and the heart rotated. There were also multiple attempts at positioning the lead. After final placement and closure, it was noted that there was ectopy and difficulty capturing, but the testing revealed normal measurements. The next day, the lead exhibited non capture in unipolar or bipolar and it was discovered that the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.